Event description:
Asr revision, asr xl- right, reason(s) for revision: pain. Cup and stem remained in situ. Event information on der reads as follows: patient received a primary tha with 50 asr cup and a trilock stem. Patient developed pain in the hip. Stem and cup were well fixed. Head and taper were removed trunnionosis was noted. A 28 ts ceramic ball +1.5 and a smith and nephew 45 poly ball were placed as the new articulation into the existing asr cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).